Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. No patient medical records and limited patient images were available for review. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The devices were not returned for further evaluation and limited patient data was available for review. Potential contributing factors to the reported event include; off label use and an implanted proximal non endologix stent.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent, two limb extensions, and a competitor device on (B)(6) 2012. On (B)(6) 2016 a follow up computed tomography angiogram (cta) showed a potential type 3b, or type 1b endoleak. The physician confirmed a type 3b endoleak and elected to reline the original implant on (B)(6) 2016 with an additional bifurcated device. The patient is stable.